Event description:
A malfunction was reported due to a cartridge alarm 30. The customer's blood glucose level did not exceed 500 mg/dl and remained within normal range. The issue was previously reported, and technical support decided to replace the pump.